Event description:
Procedure type: inguinal hernia repair. According to the rptr: a piece of the metal pin fell off of the port into the pt. Piece was retrieved. No blood loss and no or time extension over 30 minutes. Case was converted to open to repair. Pt's status is fine. No pt injury was reported.

Manufacturer narrative:
Date initial report sent: 10/14/2009.